Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 79 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.